Event description:
The time of event is unknown.there was no report of patient harm.video image failure(fluid damage).

Manufacturer narrative:
We checked the returned unit and confirmed that the distal end with ccd module fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the distal end with ccd module. In addition, we confirmed that the lcb distal cover glass fluid damage, the light guide fiber bundle (lcb) broken, the insertion flexible tube (ift) perforated, the light guide cable buckled, and the light guide cable for control body buckled; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.